Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend (vse) instrument was not working properly. The vse instrument was installed in universal surgical manipulator (usm) 4 and the surgeon could not open the jaws or manipulate the instrument properly. The customer stated the instrument was suspect and replaced the instrument with a backup vse instrument, but the issue persisted with the second vse instrument. The technical support engineer (tse) noticed a different instrument was installed on usm4 and asked if the surgeon was having any further issues. The customer stated that the surgeon was able to use the other instrument with no issues. The customer stated that both vse instruments had the same lot numbers. The tse inquired if the customer had a different lot number that they could pull from if the surgeon was willing to try. The customer stated that they did not have a different lot number for this instrument. No errors were observed in the logs. The procedure was completed with no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.